Event description:
The doctor reported that the implant was removed due to loss of osseointegration approximately 6 years-1 month after initial implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. During the surgery, local infection was report. The patient has since recovered.